Event description:
It was reported that the left ventricular (lv) lead was capped and replaced due to extracardiac stimulation. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 5076-45 lead, implanted (B)(6) 2011; 694758 lead, implanted (B)(6)2011. If information is provided in the future, a supplemental report will be issued.